Event description:
It was reported that approximately one month post a port placement, the patient allegedly felt chest distress, and an x-ray examination was taken, which indicated that the catheter was allegedly ruptured at the site of the fastener. It was also reported that the ruptured catheter allegedly migrated and fell into the heart. Reportedly, vascular surgery was consulted, and the port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photos shows a powerport and a catheter being fractured and separated from the port. Therefore, the investigation is confirmed for the reported fracture and material separation issues. However, the investigation is inconclusive for the reported migration issue as no evidence of the reported catheter migration was provided for review. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : device not returned.

Event description:
It was reported that approximately one month post-port placement, the patient allegedly felt chest distress, and an x-ray examination was taken, which indicated that the catheter was allegedly ruptured at the site of the fastener. It was also reported that the ruptured catheter allegedly migrated and fell into the heart. Reportedly, vascular surgery was consulted, and the port was removed and replaced. The current status of the patient is unknown.